Event description:
It was reported that a surgery was extended by 40 minutes after the impactor would not disengage from the drill guide.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. A visual inspection of the returned devices revealed nail is still attached to the drill guide and the impactor. The tip of the impactor that threads into the drill guide appears to be damaged / cross threaded. The impactor will not release / thread out of the drill guide. Both instruments are worn and show significant signs of use. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine the specific cause of the damage; however the devices were manufactured in 2007 and 2010. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.